Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s sister reported via phone call that the customer¿s pump was damaged. The blood glucose level was unknown at the time of the incident. The customer stated she was changing out her pump noticed a piece of the reservoir compartment rim was broken. The customer does not know how the damaged occurred. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will return for analysis.